Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that during the preparation, when air-bleeding the flexicut, a balloon rupture was confirmed. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the atherectomy catheter was returned with blood visible on the shaft and cutter, and in the triple arm and the balloon. The cutter was in the distal end of the housing. The balloon was loosely folded. There was no other damage noted to the atherectomy catheter. A new indeflator, filled with water, was used in an attempt to pressurize the catheter when fluid leaked out of a longitudinal rupture 3mm in length at the distal end of the balloon. There were no scratches visible on the balloon. This will be sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the device. It was reported during preparation, when air bleeding, a balloon rupture was discovered. Analysis confirmed the reported rupture as the flexi-cut was pressurized and fluid leaked out of a 3 mm longitudinal tear at the distal end of the balloon. Balloon ruptures can be attributed to but not limited to, manufacturing, preparation technique, over inflation, interaction with pt anatomy, associative device handling, and/or sheath removal technique. Sem analysis attributed to balloon rupture to mechanical damage to the outer diameter surface. A definite root cause of the mechanical damage could not be determined, but the balloon material appears to have been weakened; therefore, upon inflation the balloon ruptured. Calcification and/or tortuous vessel interaction could have contributed to the rupture; however, the pt anatomy was not described, which would have aided the investigation. Analysis revealed that the returned unit had blood visible on the shaft and cutter, and inside the triple arm and balloon. This suggests the device may have been used in the pt anatomy, which does not appear to be consistent with the case description that states the reported difficulties were observed during preparation. The lot history record was reviewed and there were no non-conformities associated with this product lot. Based on the case description and analysis of the device, a conclusive root cause could no be determined. This MDR is considered closed by the product performance group.